Manufacturer narrative:
The customer originally reported a "machine alarm". It was then defined that the blood pressure calibration failed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that machine was alarming. There was no reported patient involvement.